Event description:
It was reported that the syringe 5ml ll experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: 5ml ll syringe's barrel was cracked. The fluid of anticancer drug was leaked outside. The customer required compensation of drug.

Manufacturer narrative:
H.6. Investigation: ¿two (2) photos was returned for evaluation. ¿from the photos, unable to determine the non-conformance found on syringe product. The team was unable to confirm the customer experience. Therefore, root cause could not be determined. Since no batch number or samples were available for inspection, we were unable to determine a root cause. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 5 ml ll experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: 5 ml ll syringe's barrel was cracked. The fluid of anticancer drug was leaked outside. The customer required compensation of drug.